Event description:
It was reported that exit block developed and the patient experienced phrenic nerve stimulation (affecting the diaphragm) on the left ventricular (lv) epicardial lead. The patient is a participant in the system longevity study. The lv lead was surgically abandoned and replaced with a new lead. No known patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.